Manufacturer narrative:
The device has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: a review of the pump black box showed no power issues. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was not duplicated during investigation.

Event description:
On(B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.